Manufacturer narrative:
Corrected summary to clarify that the auto mode feature was not active at the time of high blood glucose event.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2020 with blood glucose level of 32.6 mmol/l and was treated with bolus. Customer also experience vomiting and nausea. Customer programmed the bolus and insulin exited through tubing. Bolus delivery was saw in bolus memory. Customer performed self-test, high pressure teat and displacement verification test and the results of test was passed. Auto mode feature was not active at the time of high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08660 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2020 with blood glucose level of 32.6 mmol/l and was treated with bolus. Customer also experience vomiting and nausea. Customer programmed the bolus and insulin exited through tubing. Bolus delivery was saw in bolus memory. Customer performed self-test, high pressure teat and displacement verification test and the results of test was passed. Customer was using auto mode feature at the time of high blood glucose. The insulin pump will be returned for analysis.